Manufacturer narrative:
Na

Event description:
Surgeon reports via our sales rep, a failed drilling during a distal locking of a 200mm trochanteric nail. According to surgeon the surgery was finished with a free hand locking.